Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
It was found in a leak test after a routine culture test at the user facility that a leak was detected around at the angulation control knobs of the subject device. The culture test result was reviewed later and revealed that 50cfu/20ml aerobic spore formers were detected from the instrument channel, 1cfu/20ml microbes from the auxiliary water channel, and 3cfu/20ml microbes from the air/water channel. The facility reprocessed the subject device with an endoscope reprocessor, olympus etd-3 plus paa. There was no patient injury reported.